Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during use. The following information was provided by the initial reporter: material no: 320122 batch no: 9177040. It was reported that the customer was finding pen needles clogged during flow check. While on the phone found these same 10 pen needle to have non patient end bent.

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during use. The following information was provided by the initial reporter: material no: 320122 batch no: 9177040 it was reported that the customer was finding pen needles clogged during flow check. While on the phone found these same 10 pen needle to have non patient end bent.

Manufacturer narrative:
H.6 samples were received and an investigation was performed. This is the 1st related complaint for needle clog & needle bending during use for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10